Manufacturer narrative:
User was transgressing a ramp when a bolt on the footrest allegedly fell off and the user's foot got caught under the chair. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Dealer is working with user to service the chair. MDR filed based on alleged injury.

Event description:
The consumer alleges, the bolt in back of the top of the front rigging came off of the footrests, causing his foot to go under the chair, cutting his foot and requiring stitches.